Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a fault oxygen blender. The service technician replaced the oxygen blender and issue was resolved. Unit passed all testing.

Event description:
The customer reported that the device was auto-cycling during testing. There was no patient involvement associated to the reported event